Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit 56 cm. Model#: sc-4319, lot #: 19545767, description: clik x MRI anchor. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.